Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a missing sensor wire upon sensor insertion. Sensor was inserted at the arm on (B)(6) 2015. Patient reported that she received a sensor failed error about 30 minutes after insertion. No sensor wire was present. No issues with insertion were reported. Collar pulled all the way back. Patient did not feel as though the sensor wire was under the skin. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4)

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached or missing sensor wire upon sensor insertion. Sensor was inserted at the arm on (B)(6) 2015. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.